Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant the power was too strong . The lens was explanted and exchanged for another lens model 1 month following the initial procedure. Clinical reason for explant was mentioned as patient dissatisfaction. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).